Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported that the "philips monitors falsely showing anterior stemis / brugada pattern". The customer states that what they believe was an incorrect diagnosis has resulted in an unnecessary clinical procedure for the patient. The device was used for monitoring at the time of the alleged malfunction. There was no information about the patient's condition provided.

Manufacturer narrative:
This issue was caused by a malfunction of the device. The distortions in the st-segment during a 12-lead ECG are caused by a high pass filter in the ECG software. This filter is activated by ECG firmware version e.01.22 when the technical inop "ECG check cable" or "ECG noisy electrode" is caused by a compromised ECG cable. As a result of the CAPA, a field change order (B)(4) was issued alerting the customer to the availability of software upgrades to resolve the issue. With the new software upgrades, the "ECG check cable" and "ECG noisy electrode" inops no longer trigger the internal high pass filter that influences the st-segment. Furthermore, the ¿ECG check cable¿ inop is now accompanied by an inop tone. Philips customers using the affected devices with the c12 option were informed about the potential st-segment distortion and the available software changes by a field safety notice